Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door 2 was failing. The field service engineer replaced the latch and performed the preventative maintenance to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the drawer was failed. The customer reported that the cabinet did not allow the user to dispense medication ceftriaxone 2gm. The customer stated that this malfunction caused a delay to the patient. There were no adverse events or injuries reported based on this incident.